Manufacturer narrative:
Cause of death was end stage renal disease and natural causes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient death was reported upon study exit. Study exit date was updated to (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately 6 months post index procedure, patient died.